Event description:
Date of event is estimated awaiting receipt of medical records. Adult female with post-traumatic pain syndrome underwent surgical placement of medtronic deep brain stimulator, upon recommendation of her physician in order to better manage pain. Pt reports deep regret in having surgery; dbs surgery and implant have made her condition worse; she will be having the dbs removed. Pt complains that, in hindsight, the device and procedure were aggressively marketed to her. Frequency: continuous, route intracerebral. Dates of use: 2008. Diagnosis or reason for use: pain control.